Manufacturer narrative:
Prior to commencement of the "2 hr skins/shaves" started in retort b at 20:49pm on (B)(4) 2013 and the "8 hr breast [no cores]" protocol started in retort a at 20:51pm on (B)(4) 2013 from which sub-optimal tissue processing was reported, a user removed bottle 9 (ethanol) for three (3) seconds and then reset the properties of the reagent station in response to information displayed in associated with an error code. The information displayed indicated that a protocol could not be run because the properties of ethanol in reagent stations 3-10 inclusive did not meet the requirements for use in the final dehydration step of a protocol. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 9 prior to the user action were: ethanol concentration = 50.8 percent, cycles = 84, cassettes = (B)(4) and days = 37. The user affirmed in the instrument software that the default value of 100 percent was to be set in this instance. However, the actual ethanol concentration remains as 50.8 percent as the reagent had not been replaced. Bottle 9 was then used for the final dehydration step in the two (2) affected protocols. The minimum final reagent concentration required for ethanol is 98 percent. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from protocols completed in both retort a and retort b, which comprised approximately 79 biopsy samples and 193 routine samples. A leica field support specialist (fss) attended the laboratory on (B)(4) 2013, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in the aliquot retained from bottles 7, 8 and 9 using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software has exceeded the acceptable limit in bottle 9. The measured ethanol concentration in bottle 9 was 59 percent, and the calculated ethanol concentration was 100 percent. On (B)(4) 2013, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.